Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: during the revision to remove a broken 3.0 headless cannulated screw from a patient due to a fall, a 4.0 cannulated screw broke off just as where the threaded part of the screw starts. The surgeon then struggled to remove the k-wire. The dr decided to leave the k-wire as the wire was stuck to the screw no surgical delay was reported. During the surgery the dr tried to see if he can maybe remove the part that broke off but was unsuccessful. The procedure was successfully completed. No screw went into the lumbar. The patient status is unknown. The patient required x-rays throughout the procedure. This report is for one (1) 4.0 mm ti cannulated screw. Long thread/30 mm - sterile. This is report 2 of 2 for (B)(4).